Event description:
It was reported an ongoing intermittent malfunction alarm, identified as malf 12, was reported by the customer. There was no reported impact on the customer's blood glucose level from the issue. The customer experienced six occurrences of the malfunction and did not reset the pump. Technical support decided to replace the pump, confirmed the shipping address, and instructed the customer to put the pump into storage mode and return it using a prepaid label within 10 days. The customer would use multiple daily injections (mdi) as backup therapy to continue insulin delivery.